Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable fault 40067 and error 22008, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The tse instructed the customer to reseat the blue fiber cables and power cycle the system to resolve the reported error. The tse recommended to use the instrument release kit to open instrument jaws in order to remove the instrument, but the surgeon decided to cut around the prograsp forceps' tip with another instrument. After doing so, they were able to reinstall the instrument and continue with the procedure as planned. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is considered a reportable event due to the following conclusion: after the blue fiber cable on the surgeon side console's (sscs) were reconnected and the system restarted, the prograsp forceps instrument¿s tool data was somehow lost by the system. The communication errors indirectly caused the instrument to be stuck. In case of system failure while the instrument is grasping tissue, the grips (jaws) can be opened manually by inserting the grip release wrench, following the grip release instructions in the da vinci xi system user manual or the da vinci x system user manual. Use visualization of the surgical site when inserting the grip release wrench, opening jaws, clearing jaws from tissue, and removing instruments from the system. The surgeon elected to cut the insignificant "fatty" tissue that was stuck to the instrument instead of using the instrument release key to continue with the same instrument. There was no bleeding that occurred that required cauterization or suturing of any tissue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphonodectomy, the nurse called the technical support engineer (tse) to report a non-recoverable fault 40067. Before calling technical support, the customer had already rebooted the system without success (the error recurred). The tse reviewed the system logs and found communication errors pointing to the blue fiber cable on surgeon side console (ssc) 1. The tse guided the caller to power off the system and reconnect the blue fiber cable on both surgeon side consoles. The system then powered on with no communication errors. The site had an error 22008 indicating that the prograsp forceps, that was inserted on universal surgical manipulator (usm) 3, was not accepted because of invalid data errors. The tse indicated that they needed to reinstall this instrument. Nurse indicated that at the moment this instrument was holding tissue. The tse recommended to use the instrument release kit to open instrument jaws in order to remove the instrument, but surgeon decided to cut around the prograsp forceps' tip with another instrument. After doing so, they were able to reinstall the prograsp forceps and continue with the procedure as planned. The surgeon indicated that even though the tissue cutting to remove the prograsp forceps was not planned; the impact on the patient was minimal. The procedure continued as planned with a delay of less than 15 minutes. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tissue cut was fatty tissue and there was no bleeding at all. The surgeon chose to not use the instrument release kit because the issue was at the beginning of surgery and with fat tissue (near urachus) and proceeded to cut the tissue in order to use the prograsp forceps the rest of the surgery. The surgeon cut the tissue to release the instrument. There was not much of a delay and the surgery was completed with no injury. No patient information is available.